Event description:
It was reported the charger is having difficulty communicating with the ipg due to it being superficial and angled in the pocket. In turn, the pt is also experiencing pain at the ipg site. The pt will undergo surgical intervention to address the issue (s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.